Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon left in when string broke [foreign body in reproductive tract]. Strings breaking off tampons [device breakage]. Strings breaking off tampons making removal tricky [complication of device removal]. Description: consumer reported via email that the tampon strings were breaking off. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon left in when string broke [foreign body in reproductive tract]. Strings breaking off tampons [device breakage]. Strings breaking off tampons making removal tricky [complication of device removal]. Case description: consumer reported via email that the tampon strings were breaking off. No serious injury was reported.